Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), migraine ("migraine") and depression ("depressive state") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, migraine, weight increased and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, medical device removal, migraine and weight increased with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.